Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07523. It was reported, the pt was experiencing uncomfortable heating at the ipg pocket while recharging. The pt also reported there was some redness at the ipg site and the site was sore. A replacement charging system was sent to the pt. F/u identified the pt rec'd the new charging system and the heating issue was resolved with the replacement device. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.